Event description:
As it was originally reported by the sales-rep: the 6 mm basket, medium support angioguard self deployed outside the patient body. It is unknown if the physician had the torque device tight enough. The product looked normal when taken from the package. There was no mishandling of the device. The physician tried a second angioguard a 5 mm basket, medium support but when he was bringing back (docking) the angioguard it kinked. The kink was at the yellow part of the deployment sheath. The staff was experienced with using the device. Both products were not used on the patient body; therefore, there is no patient injury reported. Another angioguard was used to complete the procedure. Additional information regarding the analysis of the first product that self-deployed in the procedure was receiving stating that the filter basket membrane was damaged.

Manufacturer narrative:
The complaint received states that during an interventional procedure, one angioguard device prematurely deployed outside of the patient and another angioguard kinked during prep. As it was originally reported by the sales-rep: the 6 mm basket, medium support angioguard self deployed outside the patient body. It is unknown if the physician had the torque device tight enough. The product looked normal when taken from the package. There was no mishandling of the device. The physician tried a second angioguard a 5 mm basket, medium support but when he was bringing back (docking) the angioguard it kinked. The kink was at the yellow part of the deployment sheath. The staff was experienced with using the device. Both products were not used on the patient body; therefore, there is no patient injury reported. Another angioguard was used to complete the procedure. Initial analysis of the 6 mm of the 6 mm device revealed filter membrane damage. One non sterile 6 mm angioguard rx was received coiled inside of the plastic bag. The torque device was received attached and locked over proximal end of deployment sheath. A section unzipped was noted at 147.4 cm to 150.5 cm from the proximal end. The filter basket was received loaded into the deployment sheath (fully seated). Bends were observed in the distal tip at 1.1 cm and 2.6 cm from distal end. The filter basket was inspected under microscope and no anomalies were found in the joints. The filter basket membrane was found damage. When was tested for docking and deployment functions using proper technique according to the IFU, it is possible to obtain proper seating of the filter basket inside the deployment sheath and to expand it without difficulty, despite the damage in the filter basket membrane. Region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 05400127. This packaging (B)(4), which were shipped from lake region medical on september 10, 2008. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer premature deployment-during preparation was not confirmed due to during the functional test was possible to obtain proper seating of the filter basket inside the deployment sheath and to expand it without difficulty, despite the damage in the filter basket membrane. The analysis suggests that handling factors appears to be impacted on the deployment sheath and distal tip damages. The device showed no damage that could be contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the angioguard manufacturing process; therefore, no corrective action will be taken at this time. The complaint of premature deployment was investigated but not confirmed on analysis; however, additional damage was noted on the device; filter membrane damage. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that handling of the device may have contributed to the reported and discovered events. The product involved in the kink complaint is pending analysis.